Manufacturer narrative:
The patient did not sustain any blood loss, did not exhibit any symptoms and did not require any medical intervention as a result of this incident. He remained in ccu recovering from his surgery. The treatment has not been resumed. The machine was pulled because of concern that the pressures were reading incorrectly and were contributing to the clotting of the sets. A gambro technical service (gts) rep inspected the machine on 03/16/07. He was unable to duplicate the reported condition. He checked the pressures and verified that all pressures were within MFR's specification. He ran a successful prime and self test. He then performed a simulated treatment with no alarms or errors. The machine has been authorized to be returned to service, but as of march 19, 07 it has not been used. Clotting in lines prior the anticoagulation infusion point is a known clinical problem in extracorporeal circuits. In case of sudden clotting and depending on the position of the access pressure pod, the machine might not be able to set off the appropriate alarm(s). The "before you get started" chapter of the prisma operator's manual has a specific warning related to possible coagulation problems: "due to the nature of use of the prisma set ( low blood flow rate, extended treatment time, and other special factors), the possibility for coagulation within the blood flowpath is substantially enhanced. Give careful attention to the possible medical hazards associated with coagulation of the blood flowpath."